Manufacturer narrative:
Failure analysis confirmed the insulin pump had intermittent button response noted due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly and moisture damage. Mother stated the numbers on their keypad were not scrolling. Customer's blood glucose was 134 mg/dl. She stated the issue began after the customer fell into the river and wet the pump. Mother was advised to have the customer discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.